Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed in the display 0 and the pressure alarm was sounding, when using the device with setting 10, but the insufflation was functioning normally the issue was occurred during a laparoscopic nephrectomy (whether total or partial nephrectomy is unknown) procedure and was finished with the same device. There were no reports of patient harm.